Event description:
Premature firing of ICD.

Event description:
Add'l info rec'd from MFR 07/11/01: medtronic received a phone inquiry from the pt on may 1, 2001 regarding device warranty. The pt reported that the device was replaced due to physician's decision because of the safety alert on that device model. The device was analyzed and found to be within specification. Info to date indicated the device was elelctively replaced based on medical judgment. Current status of device: the device has been explanted and has been returned to medtronic for analysis. Total implant time was approx 20 months.